Event description:
Reportable based on device analysis completed on 30apr2024. It was reported that the tightly stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. After it was pre-dilated, an 8.0 x 60 x 135cm express ld iliac/ biliary stent balloon was selected to proceed with the treatment. During the procedure, the stent would not cross the lesion. The physician tried using a stiffer wire in case the stent needed additional support, but the device would still not cross. The device was replaced for another of the same model to complete the procedure. There were no patient complications reported. However, returned device analysis revealed that the stent was damaged.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at our post market quality assurance laboratory, a visual examination of the device found the stent to be crimped in the correct position on the device. The first row of distal stent struts were noted to be damaged. No other issues were noted with the stent. The balloon and the tip were also visually examined. The balloon had not been subjected to positive pressure, and there were no issues with the balloon material or tip of the device. A visual and tactile examination identified no damage or any issues to the shaft of the device.